Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and device malfunction. Customer¿s blood glucose level went as high as 600 mg/dl. Customer advised the device alarmed. Customer replaced the battery on the insulin pump. Customer did not have the device available in order to troubleshoot and they did not advise on how they treated their high blood glucose level.